Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17976. It was reported that an asymptomatic patient had presented to a generator replacement procedure with their left ventricular lead exhibiting high capture thresholds. It is suspected that the thresholds caused higher implantable cardioverter defibrillator output and quicker battery depletion. However, no intervention was performed for the lead. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.